Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that after connecting it for use, the doctor noticed blood leaking at the interface, and it did not show a waveform. There was patient involvement but no patient harm.